Event description:
The customer reported that when the footswitch is pressed the error message "warning lost contact with source image not saved" displayed on the system. No patient was involved.

Manufacturer narrative:
The ge service rep found the fiber optic cable broken. This system is at the end of life. We were unable to repair the system. Referred the customer to a third party for parts and service.